Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Patient code: 3189 should be corrected to 3191 in initial medwatch report. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm, vticmo12.6, -7.5/2.5/092 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.

Manufacturer narrative:
Concomitant medical products: foam tip plunger model-ftp; lot#-unk should have been included in initial medwatch report. Patient code 1494: off label-use (patient's acd <3.00mm) should have been included in initial medwatch report. Claim#: (B)(4).